Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of esophageal cancer, when on the stomach, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced another device to complete the case. There was no patient injury.